Event description:
An insurance co is alleging that a humidifier caught fire and damaged the insured's home.

Manufacturer narrative:
This product is in the possession of the insurance co and has not been examined.